Manufacturer narrative:
(B)(4). Review of the radiographs received confirmed the reported event. The root cause is unknown. Should the device become available, additional relevant information will be reported. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of the implant component(s)."

Event description:
An l1 corpectomy was performed on (B)(6) 2012 followed by placement of a vertebral body replacement implant. Approximately 6 weeks later, radiographs showed the vbr had reduced in height by several millimeters. There was no patient injury. Revision surgery is not planned.